Manufacturer narrative:
The field for section was not populated due to a technical limitation. Section product code: dqx.. This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the coons interventional wire became stuck in the catheter, so the physician had to remove both devices together. Additionally, the wire tip was found to be damaged upon removal. It is unknown if/how the procedure was completed, but there were no injuries or additional procedures reported. It was further confirmed that it was kinked and the distal weld was partially separated.